Event description:
It was reported that a male pt in his (B)(6) was admitted with a large anterior myocardial infarction, cardiogenic shock and had repeated ventricular fibrillation arrests prior to stenting of his left anterior descending. A 40 cc intra-aortic balloon (iab) was inserted through a sheath (sheath in the kit with no sideport) via the right femoral artery with no issues. A femoral angiogram was taken at the time, with a view to sealing the vessel subsequently with an angioseal on removal of the iab. The machine was put on standby and the iab withdrawn. The iab, as it entered the distal end of the sheath, caught and could not be removed. The doctor then elected to remove the entire system (sheath and iab as one unit) but the terminal end of the balloon caught in the femoral artery and had to be removed applying greater traction. The doctor worried that this may have traumatized the femoral artery and may have introduced a tear. The doctor then applied digital pressure for hemostasis and applied a femstop device. The doctor stated that he has always removed other brand iab's by pulling the iab through the sheath in order to be able tu use angioseal through the same sheath to close the femoral. The doctor attempted to do the same with the arrow ultraflex iab and found that he could not. The doctor found the iab material had bundled and collected over the tip when attempting to remove. There was no report of pt death or complications. There was no delay or interruption in therapy since the intra-aortic balloon pump (iabp) therapy was completed. It was stated that the event occurred in the cardiac cath lab 24 hours after insertion.

Manufacturer narrative:
(B)(4).